Event description:
The new sigma spectrum infusion pump power supply has a short in it that will cause it to not charge the battery. We purchased close to 500 pumps and are having this problem so far with 4 pumps. The reporter called the manufacturer several weeks in advance of this failure to inform them of a previous report with this problem. The manufacturer's response was that they are aware of this problem and they are looking into this concern.